Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a hand procedure on (B)(6) 2020, the doctor drilled a hole to place the screw. The doctor manipulated the drill with the drill bit on, while still outside the bone with the tissue protector on, causing the drill bit to rupture. A second drill bit was manipulated and in contact with the cortex of the bone at an inappropriate angle; it bent and broke. Both fragments belonging to the two drill bits were recovered. There were no fragments implanted in the patient. According to x-rays taken following the procedure, there was no harm to the patient. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 1); guides/sleeves/aiming (part: unknown, lot: unknown, quantity: 1). This report is for a drill bit ø1 l46/34 2flute. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: narrative (drill bit broken) could be confirmed from provided picture. In addition, correct lot# was identified as f-25416. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4, h6: a device history record (DHR) review was conducted: part: 513.005, lot: f-25416, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26 sep 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.